Event description:
It was reported that the patient developed endocarditis. The implantable cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found. (B)(4) the medial segment of the lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood/body fluid on the outer tubing overlay, and the outer tubing overlay had cosmetic environmental stress cracking. (B)(4) the medial segment of the lead was returned, analyzed, and no anomalies found.